Event description:
It was reported that the patient's left thumb and right index finger felt warm during a breast exam. This resulted in blisters, which were 1cm in size in each finger. Based on the information received, the cause for the burn was due to improper positioning and padding of the patient.